Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose would decline to between 23 mg/dl and 43 mg/dl. It was also found the customer would be treated with a glucagon shot or the paramedics would be called for treatment. The customer declined to troubleshoot for their low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.